Event description:
On (B)(6) 2013 patient's wife reported the doctor advised to get the infusion device replaced. Wife stated the buttons on the infusion device do not always respond. Wife reported the issue is with all of the buttons. Wife stated the issue persists after inserting a new battery. Wife reported the issue is intermittent. Wife stated the buttons on the infusion device do respond if they are pressed hard and they do make an audible beep when depressed. Wife reported the arrow buttons on the infusion device do seem flat. Wife stated the issue began about a month ago. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The button function passed the investigation successfully and meets the specifications.